Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no sample was received from the customer. Two photos were attached for the evaluation. On review of the photos, it was possible to identify that the inflation line has a cut at the joint with the pilot balloon. However, it was not possible to confirm the cause since the physical sample was not returned by the customer. No information was received if the condition was detected during product testing or during patient use. The most probable root cause is that damage occurred after the product left the facility. If the product is returned at a later date, the complaint will be reopened for further investigation. A retrospective review of 12-month period was made for complaints originated and related to this issue and no additional complaints were identified to this lot. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon presented a break. There was unknown patient involvement and unknown patient harm.